Event description:
On (B)(6) 2010 the graft was tunneled in the anterior chest of a (B)(6) male patient and sutured in end to side fashion to the left and right axillary arteries. Heparin was administered and 5-0 proline suture was used. The patient received protamine postoperatively. On (B)(6) 2011 a re-operation was performed due to a seroma formation around the graft. A 100ml of light yellow transudate fluid was collected. The advanta vxt graft was cut and removed and the tissue adhesion surrounding the graft was mild.

Manufacturer narrative:
The returned device was evaluated. Almost the entire surface of the explanted graft segments received was covered with a thin film. Damage to the beading and to the outer surface was obvious that may have been caused by improper handling. The thin film could only be detected using the digital imaging microscope. The wall thickness of the explanted graft sample falls within graft specification. This indicates that the graft had no wall defect. In addition, the lot history of the graft was reviewed and the product was found to have met all specifications. It is not known when the damage to the beading and the graft surface occurred, but the damage to the graft surface may have created a condition for seroma build up. Literature review suggests that seroma formation is not unusual and has many causes that are often iatrogenic or biologic in origin. No definite causes can be determined.